Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 1000 mcg/ml gablofen at 486 mcg/day via a pump implanted for intractable spasticity. The patient had cerebral palsy. It was reported that on an unknown date the patient had a computed tomography scan as well as a catheter access port aspiration. It was determined that the catheter was no longer functioning properly. There was a catheter failure. The catheter was replaced on (B)(6) 2016 with a new catheter. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.